Manufacturer narrative:
Pump was received with normal operating currents. No unexpected low battery alarm or power loss alarm noted. However, unexpected replace battery and replace battery now noted in the pump history due to connector resistance on the printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed. This has been recurring. The insulin pump will returning. The customer's blood glucose is 130 mg/dl.